Manufacturer narrative:
Philips service replaced the defective larc power supply and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent geometry movement failure occurred due to a defective larc power supply on an allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.